Event description:
It was reported that a remote monitoring care alert was transmitted due to registered short ventricle-ventricle (v-v) intervals and non-sustained tachycardias (nst.) It was also reported that the threshold trends were a bit higher. It was further confirmed that the lead integrity alert (lia) triggered and that there was a change in the ventricular lead impedance. The right ventricle (rv) lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: evaluation summary: (B)(4). The full lead in segments was returned, analyzed, and no anomalies were found. It was noted that the outer tubing overlay melted and had cosmetic environmental stress cracking (esc). The outer insulation had cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), and blood in/on the helix lobe mechanism. Visual analysis showed that there was apparent explant damage. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed oversensing and 2 - ventricular non-sustained tachycardias (nst) <=200 ms on (B)(6) 2011 and (B)(6) 2011. The std review showed that a lead integrity alert triggered and 1 - patient alert for a lead failure predictor on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.